Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 15 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was poor sleeve function and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage from back sleeve on the needle. Leakage in the holder and few times on the staff glove. Most of the time when they changed tubes. No harm for the patient or staff. Gloves were used. No needle stick injuries."